Event description:
1/20/98, pt underwent jugular approach insertion of greenfield vena cava filter. During technique, j-wire was noted to be in right ventricle, and was withdrawn to right atrium. Procedure was completed without incident. On preparing pt for transport to pacu, pt was noted to have change in vital signs, and resuscitative measures were begun. Exploratory laparotomy evidenced no bleeding . Pericardiocentesis was positive for blood. Pericardial window was performed, with a repair of a tear in right ventricle, at the apex prompt return of pulse/blood pressure, but resuscitative measures were unsuccessful. Husband declined autopsy. Device remained in pt at discharge to funeral home.